Event description:
The article, "association between neuron-specific enolase, memory function, and postoperative delirium after transfemoral aortic valve replacement", was reviewed. The article presented a prospective, single center study to investigate whether changes in neuron-specific enolase (nse) - a biomarker of neuronal damage - are associated with changes in memory function or postoperative delirium (pod) following transfemoral aortic valve replacement (tavr). Devices included in this study were evolut r/pro, sapien 3, allegra, acurate neo, and portico. The article concluded that memory function improved after tavr, likely due to learning effects, with no association to change in nse. Patients with pod appear to have significantly higher postoperative levels of nse compared to patients without pod after tavr. This finding suggests that neuronal damage, as indicated by nse elevation, may not significantly impair assessed memory function after tavr. [The primary and corresponding author was anja haase-fielitz, brandenburg medical school theodor fontane, 16321 bernau, germany, with corresponding email: anja.haase-fielitz@immanuelalbertinen.de] the time frame of the study was from october 2020 to march 2022. A total of 141 patients were included in the study, of which at least one received an abbott device. The average age was 82 years and the average gender was male. Comorbidities included smoking, arterial hypertension, coronary heart disease, atrial fibrillation, peripheral arterial occlusive disease, prior myocardial infarction, stroke, acute decompensated heart failure, chronic kidney disease, hypertensive heart disease, hyperlipoproteinemia, diabetes, asthma, chronic obstructive pulmonary disease, percutaneous transluminal coronary angioplasty, prior coronary artery bypass grafting, prior cardiac device.

Manufacturer narrative:
B3 - date of event is estimated. Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including smoking, arterial hypertension, coronary heart disease, atrial fibrillation, peripheral arterial occlusive disease, prior myocardial infarction, stroke, acute decompensated heart failure, chronic kidney disease, hypertensive heart disease, hyperlipoproteinemia, diabetes, asthma, chronic obstructive pulmonary disease, percutaneous transluminal coronary angioplasty, prior coronary artery bypass grafting, prior cardiac device. Some of the complications reported were permanent pacemaker (surgical intervention), stroke, bleeding, transfusion (unexpected medical intervention), acute kidney injury, ICU admission (hospitalization). A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.